Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during trial conversion, the barrel connector on the percutaneous extension was cut from the extension so that the external portion could be removed by non-scrub hospital personnel. After discarding the barrel connector, the surgeon found a small piece of plastic tubing in the pocket wound, presumably from the percutaneous extension. Surgeon retrieved small piece of plastic tubing from the wound and discarded it. The surgeon is concerned that if a small piece of plastic is inadvertently left in the pocket wound then the patient will be at a higher risk of infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.